Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep said ins is at eos; rep stated this was normal eos however the ins was only 5 years old. Additional information was received; patient mentioned they had a new implant put in a few years ago because their old one wasn't working. Agent asked, patient couldn't remember when their restore ins stopped working but mentioned it had been 'getting old.' Rep reported 3 strikes and you are out. After third strike kills ipg. Rep reported this was the design manufacturer made the device. Rep reported that there were no device issues. Patient simply did not charge the device enough and this happened three times. If a pmr was performed, it would have been at the first or the 2nd strike. The device worked as intended by mdt engineers. But when he called and reported eos on ((B)(6) 2025, that is likely when he became aware of this information. The device was not returned because there were no device issues. Current status of the device is unknown. Rep insisted that there were no device issues because patient just did not charge, hence, the device worked as designed, which is eos at 3rd strike. Rep added that field is glad that this system (of 3 strikes) is not implemented in the new mdt devices because it is not convenient for patients or the field. Rep had no further information.